Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an alarm occlusion. Additionally, the customer reported not seeing drops of insulin exit the end of the tubing during filling. The customer's blood glucose (bg) level was 338 mg/dl and the customer administered a manual injection to manage bg level. The cause of the occlusion could not be determined and troubleshooting was not performed due to customer had changed out supplies prior to contacting tandem technical support.